Event description:
While inspecting the loan kit, clinical education specialist spine and the kit room staff noticed that the taps were showing damage. It is unk when the products got damaged. The product were replaced and are available for investigation.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.